Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material was likely from incorrect reprocessing after the previous procedure. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: preclean device immediately after use on procedure. Tissue fragment from patient may solidify/adhere and may not be completely removed by reprocessing. Remove blockage by feeding water into the air/water channel during precleaning. Pay particular attention to the air/water nozzle opening for foreign material and clean the device surface with soft brush/gauze/sponge flushing method of detergent solution into the air/water channel rinsing method of detergent solution out of the air/water channel presoak device for excessive dirt and/or delayed reprocessing after each procedure before manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correction to b5 and g3. B3, e2 and e3: updated with information received from the customer. B5: corrected the information of the customer's initial complaint. G3: correction to g3 of the initial medwatch. The aware date should be 13-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user facility reported to olympus the gastrointestinal videoscope had an lamp error as there was no light from the light guide lens.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition, objective lens has a chip, adhesive around objective lens has wear, distal end has a scratch, adhesive on bending section cover has a crack, connecting tube and electrical contact of video connector has a scratch, nozzle is deformed and universal cord is sticky and has a scratch. The grip, scope connector cover and control unit are dirty. Due to a cut on bending section cover, water tightness is lost. Due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value and the play of the upward/downward angulation control knob and left/right angulation control knob are out of the standard value. Due to deformation of nozzle, water removal ability does not meet the standard value. Due to a cut on bending section cover, insulation resistance value at distal end does not meet the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the gastrointestinal videoscope had an error message and dirty/discoloration of the light guide lens during preparation for use. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign objects similar to yellow dirt due to insufficient cleaning. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.